Manufacturer narrative:
Review of the patient's demographic data (height and weight) revealed that the patient was at moderate risk of patient-prosthesis mismatch. It is therefore possible that the patient's specific clinical condition contributed to the reported event; however, this cannot be confirmed definitively from the investigations performed. Updated fields: section a - patient weight.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a19, s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Visual inspection confirmed the presence of intrinsic and vegetating calcification. A tear was identified at one post, and mesothelial delaminations were visible. Holes were also detected at the posts. X-ray analysis confirmed the presence of intrinsic calcification. Histological review revealed that the collagen bundles were disrupted, defibrated and homogenated. The collagen bundles showed a bubbly aspect. There was no evidence of endocarditis in the returned valve. Based on the investigations performed, leaflet calcification caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate coaptation due to calcification. Structural valve deterioration is a known inherent risk associated with cardiac valve replacement with a bioprosthesis, as reported in the perceval instructions for use.

Event description:
A mitroflow 12a19 was implanted on (B)(6) 2014. On (B)(6) 2019, reoperation was performed due to worsening heart failure and suspected structural valve deterioration with a mean gradient of 49.3 mmhg. The valve was explanted and an edwards resilia size 21 valve was implanted instead. It was remarked that leaflet stiffness, possibly due to calcification, was identified at explant. No pannus was observed. The patient is recovering following the re-intervention. She has no history of hemodialysis.

Manufacturer narrative:
The returned valve was received with the sewing cuff deteriorated. There was calcification on the leaflets and pannus growth on the cusps.

Event description:
A mitroflow 12a19 was implanted on (B)(6) 2014. On (B)(6) 2019, reoperation was performed due to worsening heart failure and suspected structural valve deterioration. The valve was explanted and an edwards resilia valve was implanted instead. It was remarked that leaflet stiffness, possibly due to calcification, was identified at explant. The patient has no history of hemodialysis.